Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03787, 0001822565-2017-03788, 0001822565-2017-03789, 0001822565-2017-03790 & 0001822565-2017-03791.

Event description:
Information was received based on review of a journal article titled, "mid term results with the curved modular tapered, fluted titanium revitan stem in revision hip replacement". It was reported that eight patients were revised due to unknown reasons.

Manufacturer narrative:
Reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Fink b, urbansky, k, schuster, p. Mid term results with the curved modular tapered, fluted titanium revitan stem in revision hip replacement. Bone joint j 2014; 96-b:889-95